Manufacturer narrative:
On (B)(6) 2021 customer stated that having blank display, cosmetic damage. Device passed displacement, sleep current measurement, active current measurement, self-tests. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. In further full review in the device history have multiple battery out limit (B)(6) 2021 13:33:35. 13:33:45. No unexpected blank display or alarms anomalies were noted during testing or in the file history. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, broken belt clip rails. In conclusion, device passed all required tests and no unexpected blank display noted during testing or in the file history. Broken belt clip rails was confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had turned off and had blank display. Customer stated the display was not blank less than 30 seconds. Customer stated that after changing the battery, monitoring insulin pump for 2 hours blank display did not returned. Customer stated insert battery did not display on screen. The troubleshooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.